Event description:
It was reported that the bur broke off in the attachment during an oral procedure. There was no patient or user injury. No pieces came into contact with the patient, and there were no adverse consequences reported.

Manufacturer narrative:
The attachment has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.